Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device received for evaluation. Evaluation of the returned device revealed that the original box was opened, the pouch was unopened and had evidence of sealed process was performed properly when the seal was inspected. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the seal of the package peeled off. An opticross¿ imaging catheter was selected to view unspecified target lesion for this procedure. When the device package was taken off from the shelf, the package came into contact with other packages and it was noted that the seal on the package was peeled off. Furthermore, it was noted that the seal on the package peeled off easily or the seal was not sticky enough. No patient complications were reported and the patient¿s condition is good.

Event description:
It was reported that the seal of the package peeled off. An opticross¿ imaging catheter was selected to view unspecified target lesion for this procedure. When the device package was taken off from the shelf, the package came into contact with other packages and it was noted that the seal on the package was peeled off. Furthermore, it was noted that the seal on the package peeled off easily or the seal was not sticky enough. No patient complications were reported and the patient¿s condition is good.